Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2819, and no non-conformances were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis a detached needle of product code w9962 pccbdgb0. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids was present on needle and marks by use of a surgical instrument could be observed at the edge of the barrel hole, this condition causes that the suture was broken at the needle. The other section of the suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling. Additional information was requested and the following was obtained: sample return status ? The sample was received for analysis. Was the 2nd suture used on patient from same lot reported as 1st one? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Unknown. Note: events reported via mw 2210968-2019-89780.

Event description:
It was reported that the patient underwent a lateral episiotomy surgery on an unknown date and suture was used. The suture broke during knotting without too much force. Changed to another device to complete the surgery. Surgery delayed for about 1.5 hours. The patient is stable now. There were no adverse consequences to the patient. Additional information was requested.